Manufacturer narrative:
Follow-up #1 date of submission 04/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings:a review of the pump black box data revealed multiple cs 054 call service alarms on the event date, which are consistent with sleep alarms and may cause the display screen to be blank for several minutes. During testing, the pump was powered on and the display screen appeared fully illuminated and functional. The pump case was removed and no internal defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank display) issue. The reporter alleged that, during a routine battery change, the display went blank. It was noted that the pump audio tones and vibrations were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.